Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("device migration") in an adult female patient who had essure inserted (lot no. D46953). Additional non-serious events are detailed below. The patient had a medical history of migraine, vaginal dryness, vaginal discharge, mood swings, vaginal candidiasis, parity 3, lower abdominal pain, mood swings, dysmenorrhea, menorrhagia, bloating and genital bleeding. Previously administered products included: mirena, oral contraceptive nos and citalopram. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pain/ localised pain"), abdominal distension ("bloating"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction;"), food intolerance ("development of food intolerances"), candida infection ("recurrent thrush.") And tooth disorder ("weakened teeth"). The patient was treated with surgery (hysterecttomy). At the time of the report, the device dislocation, pelvic pain, abdominal distension, genital haemorrhage and mental disorder had resolved. The outcomes for device intolerance, hypersensitivity and tooth disorder were unknown. The reporter considered abdominal distension, candida infection, device dislocation, device intolerance, food intolerance, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and tooth disorder to be related to essure administration. The reporter commented: essure removal discrepancy noted : (B)(6) 2019 right ostia 4 rings seen left ostia 8 rings seen. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: no spill. Occlusion confirmed [ultrasound pelvis] on (B)(6) 2014: normal retroverted uterus with a complete thin midline endometrial echo. Maximum endometrial thickness= 3.6mm (patient taking the pill). Both ovaries appear normal. No obvious adnexal masses seen. There is a small amount of fluid seen within the pod possibly due to recent ovulation or rapid hydration [x-ray] on (B)(6) 2020: no evidence of essure coil within abdominal cavity or pelvis. Lot number: d46953 manufacturing date: 2015/01/09 expiration date: 2018/01/28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. New events weak teeth, inability to tolerate the device, hypersensitivity , food intolerances & thrush added. Medical history, reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure (batch no. D46953) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ localised pain"), abdominal distension ("bloating"), genital haemorrhage ("heavy/abnormal bleeding") and mental disorder ("psychological/psychiatric problems"). The patient was treated with surgery (hysterecttomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, abdominal distension, genital haemorrhage and mental disorder had resolved. The reporter considered abdominal distension, device dislocation, genital haemorrhage, mental disorder and pelvic pain to be related to essure. Lot number: d46953, manufacturing date: 2015/01/09, and expiration date: 2018/01/28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure devices') in a female patient who had essure (batch no. D46953) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ localised pain"), abdominal distension ("bloating"), genital haemorrhage ("heavy/abnormal bleeding") and mental disorder ("psychological/psychiatric problems"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, abdominal distension, genital haemorrhage and mental disorder had resolved. The reporter considered abdominal distension, device dislocation, genital haemorrhage, mental disorder and pelvic pain to be related to essure. Lot number: d46953, manufacturing date: 2015/01/09, expiration date: 2018/01/28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure removal date was added. New events migration of essure devices (serious), bloating, heavy/abnormal bleeding, psychological/psychiatric problems were added. The event term pain was changed to pain/ localised pain. The outcome was updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.